Event description:
I have been wearing soft contacts for over 35 years. The last time I purchased contacts was in 2004 and I purchased enough to last me until now. I have never had any problems whatsoever. Recently I ran out and also my prescription had clearly changed so I went to the eye doctor. He gave me a trial pair of softlens 55, which he told me was the exact same lens as the brand I had always used very comfortably and happily, biomedics 55. I had an immediate flare-up of my sinuses and a sense of dread and urgency to remove the contacts. Thinking it was perhaps a reaction to the new prescription or just imagining things, I tried to wear the contacts several more times, with the same results. Today I was using a new, latex-free, exercise ball and I had a similar reaction, although much reduced, and I concluded that it might be the silicone that was provoking a reaction. This is causing financial hardship to me, as well as quality of life issues, since I wear contacts for sports and can no longer do so. Dates of use: one week; (B)(6) 2012. Reason for use: myopia.